Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, the operation was carried out as normal; the patient's bowel was transected and anastomosed using the cdh29. The device was fired as normal with an experienced surgeon and the firing felt and sounded fine. Upon the removal the cdh, the device became stuck and would not open up resulting in the gun being stuck inside the patient. As a result, the bowel was transected on either side of the anastomosis, the rectal stump was closed and a hartmann's procedure was done to complete the operation. The condition of the patient immediately after the event was stable. The patient has had no problems and will be scheduled for a reversal of hartmann's at an appropriate time.